Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.7 inr): qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer was unsure if test was administered within 10 minutes of removing test strips from the vial. According to the package insert, the user must always make sure the test strips are correctly stored and carry out the test within 10 minutes of removing a test strip from its container. Relevant retention test strips (lot 405010) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Per product labeling, coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation ni equals lay user / patient.

Event description:
The initial reporter complained of questionable inr results from a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory result. At 11:40 am the meter result was 5.5 inr. At 11:59 am the meter result was 5.4 inr. At an unspecified time, the laboratory result was 3.6 inr. At 4:45 pm the meter result was 5.1 inr. The customer's therapeutic range is 2.0 - 3.0 inr. All results were above the customer's therapeutic range. The customer's medication was adjusted. The customer has being taking plavix since september.